Manufacturer narrative:
Out of warranty; no request for mnf serv.

Event description:
The customer reported the ventilator would not turn on. The customer reported the device was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the voltages were present and within tolerance. Pse advised the biomedical engineer evaluate the power management pcb board. The biomedical engineer reported the power management pcb board was replaced and the problem was resolved.